Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat type ii endoleaks using pod packing coils (podjs). During the procedure, the physician successfully placed several ruby coils in the target vessel using a lantern delivery microcatheter (lantern). The physician then attempted to advance a podj though the lantern without flushing the lantern. Subsequently, the physician experienced resistance, and the podj became stuck in the lumen of the lantern. Therefore, the podj was removed, and the lantern was flushed. The procedure was completed using another podj and the same lantern. There was no report of an adverse effect to the patient.